Event description:
It was reported that, during a total ankle arthroplasty, the plastic piece of one (1) talar component impactor broke off during impaction. No pieces fell in patient. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).